Event description:
It was reported that the users did not receive any auditory or visual monitoring of nerve stimulation. The system would beep when the probe was laid down, but not when a stimulus was applied to the nerve. They adjusted the et tube (as they were in a thyroidectomy) increased the stimulus, decreased the event threshold, re-plugged in all connections, confirmed the placement of the ground and return electrodes (both below sternum with ground above stim return) and brought in a second nim3.0 box. None of these resolved the issue. The site troubleshot on their own for approx 90 minutes before calling tech support. The surgeon was working the entire time. Later follow-up indicated that the facility believes the problem was user error as the device has functioned normally several times before and since this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.